Event description:
It was reported prior implant was not working for her. Additional information received 3 days later indicated that patient was having inadequate response. It was reported that the lead had dislodged/migrated. The lead was explanted and re-implanted/replacement with appropriate stimulation in the operational room (or) on 2013 (B)(6). No hospitalization was reported. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_unknown_lead, lot# unknown; product type lead. (B)(4).